Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The device had previously been programmed to vdd mode, which was noted this was likely due to a known issue with this ra lead. The device was going to remain programmed this way. No adverse patient effects were reported. The lead remains in service.